Event description:
The ventilator alarmed "fail to cycle." The therapist responded to the alarm and noticed the pt breathing without difficulty through the circuit. The fail to cycle alarm was activated. No pt injury was noted.